Event description:
Post films indicated that dr. Had pulled filter down almost into the iliac. Filter did not deploy completely. Doctor did not feel comfortable with formation of filter and placed another filter above the first filter. No further complications reported.